Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a stroke a few days after a right ventricular lead replacement procedure. It is unknown whether the lead or procedure contributed to the stroke. No intervention was reported. The patient was in stable condition.